Manufacturer narrative:
A photo of the device was returned for evaluation. Photo evaluation summary: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 38-year-old caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 350cc (l) and an unspecified mentor gel breast implant (r) and experienced migration on the right side and rupture on the left side post-operatively, which was confirmed during explantation on (B)(6) 2023. The patient underwent removal and replacement with similar devices. This report is for the right breast prosthesis. See manufacturer report number 1645337-2023-06546 for contralateral side.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: migration. Manufacturer¿s reference number: (B)(4).